Manufacturer narrative:
(B)(4). An investigation nis currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because the serial number was not provided by the customer. However, prior to a lots release all lots are reviewed and approved by quality. The product cannot be released unless it meets all quality standards. Contact failure of the power cable was confirmed and replaced. There was no spark or burn mark confirmed on the device. Connection of the power cable and unit was loose and the connector was replaced. The gearbox cleaning was performed. Based on the investigation, no corrective and preventative action has been taken at this time.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a power adapter. The customer states during testing, spark occurred from the cord and the pump stopped cycling. No pt involvement.